Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow keypad button was unresponsive. All of the other keypad buttons required multiple button presses and excessive for in order to elicit a response. The keypad buttons were found not to spring back or click back normally. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, evaluation was not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient claimed that the up buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.